Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this attempted right ventricular (rv) lead was implanted with no issues. During the lead testing with the pacing system analyzer (psa) it was observed no sensing measurements and the lead showed an open circuit. The physician implanted a new lead successfully. No adverse patient effects were reported.